Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their stimulation was off, and they noticed their neck was really starting to pull. They thought it was maybe from swimming too much. The patient tried to check their device with their patient programmer (pp), but the pp was not powering on. They replaced the batteries in the pp and it resolved the issue. After replacing the batteries, the patient was able to communicate with their implantable neurostimulator (ins) and the pp showed stimulation was on. It was stated the patient did fall a couple of times and landed right on their chest. The patient said they get real dizzy sometimes. One of the falls was a week ago (B)(6). It was noted the patient had an appointment with their doctor next week. The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.